Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection at 10x magnification revealed that lens was returned cut in two parts. Visual inspection also revealed surface residuals, particles and fibers adhered to both side of optic body which indicates that lens was handled in an unsterile environment. The condition observed in the lens received is consistent with a lens that has been cut due to explant. The diopter power of returned lens could not be measured due because it was cut in half. Manufacturing records were reviewed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No discrepancy related to quantity was found. No deviation or non-conformance (ncr) was generated during manufacturing of this purchase order (p/o). The inspection data for the diopter power process at the monofocal bench was reviewed and found within specification. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report than an z9002 10.5 diopter intraocular lens (iol) was explanted from the patient's right eye after the patient experienced a hyperopic refractive outcome. The surgeon indicated that the patient recovered and has excellent visual acuity.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.